Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Customer's blood glucose was recorded as high, and customer administered an insulin injection to address bg. A new charging cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.